Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that shortly after this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted, the patient was observed to have been bleeding from their pocket wound. A hematoma also had formed. No intervention was performed and the s-ICD remains in service. No adverse patient effects were reported.